Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received in good visual condition and with an ecr60g reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Once the device is opened the device can be de-articulated. Event could not be confirmed as the device closed and opened and articulated as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was closed and fired, on the fourth strike/close of the firing trigger the gun locked out, in pressing the reverse knife blade direction button this still failed, after 20 minutes the device finally opened, this then was removed from the body but it was unable to de- articulated so they had to remove flex along with the trocar. Another device was used to complete the procedure. As a result of the difficulties encountered with this device, the procedure was prolonged 20 minutes. The condition of the patient immediately after the event was stable. There were no adverse consequences for the patient. Additional information: on what tissue type was the device used? At what location on the tissue? Gastric tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. During which stroke did the event occur? Final. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? Yes.